Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. (B)(4).

Event description:
The reporter indicated that a 12.6mm vticmo12.6 implantable collamer lens, -14.5/+1.0/075 diopter, tore during injection/delivery into the eye on (B)(6) 2016. The lens was explanted on the same day. The lens was exchanged for a lens of the same model and size and the problem was resolved. There was no report of any apparent injury.

Manufacturer narrative:
Additional data: device evaluation: product evaluation found that the lens was returned dry in the lens case/vial with clear surgical residue/debris on product. Visual inspection found the haptic broken. Work order search: no similar complaints were reported for units within the same lot. Corrected data: previous information incorrect, it is an adverse event. (B)(4).